Event description:
It was reported that pump displayed malfunction alarm code 12 with a related fault ID, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset it without recurrence of malfunction, and was advised to continue using pump and call back if issue occurred again, which customer acknowledged and understood.